Event description:
It was reported that the patient presented to hospital with increased capture threshold on the rv lead. The entire ICD system was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.